Manufacturer narrative:
Per tandem's user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was dropped and subsequently the touch screen was cracked and unresponsive. Customer¿s blood glucose level was 129 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.